Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure using an xi system, the customer indicated that monopolar function was working intermittently, and there were errors on the integrated electrosurgical unit (iesu). The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed with an external generator. There was no patient injury. The monopolar energy cable and endoscope cable was not in close proximity or tangled.